Event description:
A revision surgery was performed due to there is bone loss around proximal stem and cup due to some type of acetabular loosening, pain radiating into hip and groin as main symptoms. Surgeon opened the joint via previous incision, inspected stem and cup and removed head. Stem was well fixed. Liner was removed using appropriate tool. Screws removed via articulating screwdriver. Cup was removed via zimmer explant surgeon reamed to 55mm and inserted a 51mm polar cup cemented. An appropriate 28mm plus zero head trailed and hip was stable. Liner and head were inserted as per technique. Surgeon felt hip was stable. A zimmer grip plate was also used.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and it was reported that a revision tha was performed on a 64 yr old female due hip and groin pain secondary to bone loss around proximal stem and cup resulting from ¿some type of acetabular loosening¿. However, no clinically relevant supporting documentation was provided, therefore, a thorough medical investigation could not be performed. The patient impact beyond the reported pain, revision procedure and an expected brief post-operative convalescence phase cannot be concluded. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.